Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image and photo were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent percutaneous inferior vena cava filter implantation in a femoral vein using a denali filter. During the procedure, the filter legs were allegedly unable to fully deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Single frame fluoroscopic image was provided and reviewed. The image depicts the deployed filter. The short limbs (arms) have opened fully. The long limbs (legs) have failed to open and appeared to be tethered distally, and one electronic photo was provided and reviewed. The photo shows that the one pusher catheter with pusher wire and filter. No other anamolies noted. Based on the image review, the investigation is confirmed for the reported activation failure including expansion failure as the filter does not properly expand. A definitive root cause for the reported activation failure including expansion failures could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent percutaneous inferior vena cava filter implantation in a femoral vein using a denali filter. During the procedure, the filter legs were allegedly unable to fully deploy. The procedure was completed using another device. There was no reported patient injury.